Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call by customer's spouse that the device had a blank display. They have changed batteries multiple times and nothing has come up on the screen. The customer's blood glucose was 7.7mmol/l. Customer stated the display did not return. Advised the customer the pump will be replaced and revert to back up plan.